Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, which has a similar product distributed in the us, list number 06l27. (B)(6).

Event description:
The customer reports that one patient sample generated architect havab igg assay results of (B)(6) on an architect 12000 analyzer. Several trouble shooting procedures were performed and the sample retested at (B)(6). The assay was then recalibrated and the sample retested at (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported. The customer believes that the (B)(6) results are (B)(6).

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations that may affect product performances were identified. No returns were made available from the customer site. Specificity testing was performed with an in-house retained kit of architect havab igg assay lot 81026li00. All results were within specification, indicating acceptable performance of this reagent lot. The performance of the assay was evaluated by reviewing the median and number of standard deviations to the cut-off of the negative population over the last twelve months. The overall median result across all lot numbers in the field during the reviewed timeframe is 0.14 s/co. The median of lot number 81026li00 is 0.17 s/co. This falls within one standard deviation of the overall median for this sample set. The standard deviations to cutoff of lot number 81026li00 was 3.91 s/co. This falls within one standard deviation of the mean standard deviations to cutoff across all lot numbers for this sample set. The reviewed data indicate that the reagent lot is performing in line with all other reagent lots. The architect havab igg assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Erratic and discrepant results were generated for one patient sample. Sample integrity issues may have contributed to the erratic results.